Manufacturer narrative:
The hospital biomed inspected the flow sensors and noted that the expiratory flow sensor diaphragm was stuck to the top of the flow sensor housing. Patient information could not be obtained after multiple attempts. Attempts were made as follows: 5/1/18 phone call, 5/2/18 phone call, 5/3/18 phone call.

Event description:
The hospital reported that, during a case, the unit had volume apnea alarms. The clinician reportedly replaced the flow sensors, resolving the alarm condition. There was no reported patient injury.